Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's exhalation valve was leaking and had no pressure. The device was not in patient use.